Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the supply line of a homechoice cassette without an alarm. This occurred during fill five of five of peritoneal dialysis therapy. The patient was connected at the time of the event. During trouble shooting, the hp stated ¿the supply bag was not properly connected" and " the connection was loose¿. Renal therapy services (rts) assisted the hp to end the therapy session and contact their nurse regarding the issue. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.